Manufacturer narrative:
The date of the event was reported as an unknown date in ¿november¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a multirate infusor. The infusion finished a few hours later than expected (time not specified), the event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.